Event description:
It was reported, that the video system center had no image. The issue occurred, during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation and information obtained by olympus and the inspection results of the repair department, olympus reproduced the reported device malfunction. The device evaluation revealed the following, phenomenon (1): all light emitting diode¿s (led) of the front panel continuously turned on due to defective circuit board. Phenomenon (2): no image output from digital video interface (dvi) output due to defective circuit board. Additionally, olympus could not specify root cause of the reported failed components. Olympus will continue to monitor field performance for this device.